Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient was hospitalized due to a dural tear from a laminectomy for a surgical paddle lead implant. This occurred prior to implant of the product. The dural tear was repaired and percutaneous leads were implanted with no complications. The patient has recovered without sequelae and is using their device with effective pain relief.